Manufacturer narrative:
H.6. Investigation summary: bd received 2 photos from the customer in support of this complaint. A visual examination of photos was performed and did not reveal any leaking issues. The photos show tubes in a container with blood in the well of the stopper, it cannot be seen in the photos the customer¿s failure mode with this product. Additionally, 100 retention samples from the bd inventory were inspected with no issues being identified. Bd was unable to duplicate or confirm the customer¿s indicated failure mode from the photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® tube glu plh 13x75 4.0 blblce gr, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: end user inserted 24g nexia 383511 lot 2096031 and attached llad male 36490200 lot 1174286 to collect blood. No needle free connector was added onto the cannula. Noted that whilst collecting a patient sample the llad was leaking from the 18g needle inside the holder where the blood tubes are inserted. Customer collected 2-3 blood tubes and not sure whether this is caused by user error or the llad is leaking. She did note this has happened in 2 separate patients and could be a device error.

Event description:
It was reported when using the bd vacutainer® tube glu plh 13x75 4.0 blblce gr, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: end user inserted 24g nexia 383511 lot 2096031 and attached llad male 36490200 lot 1174286 to collect blood. No needle free connector was added onto the cannula. Noted that whilst collecting a patient sample the llad was leaking from the 18g needle inside the holder where the blood tubes are inserted. Customer collected 2-3 blood tubes and not sure whether this is caused by user error or the llad is leaking. She did note this has happened in 2 separate patients and could be a device error.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.